Event description:
It was reported that the patient's implantable neurostimulator (ins) was at 2.6v and was seeing eri (elective replacement indicator). The caller mentioned the patient had high settings, and was thinking that possibly the battery should have lasted longer. Patient services (ps) reviewed, and caller stated they didn't realize the patient had had it for 4 years at this time and when asked if the longevity was due to normal battery depletion based on usage and settings, the caller stated "yeah I mean I guess, I'm not positive, I don't know." Ps asked date of when the caller felt that way, and the caller did not answer and continued that they were unsure if they felt the ins battery lasted as expected as it had lasted 4 years. The caller mentioned the patient had spoken with their neurologist over the phone in may, and was surprised to not have been informed the ins battery was beginning to get low. The caller said they got a doctor's appointment but it is not for 3 weeks and requested assistance to clear the eri message and check the voltage. The patient was successful to navigate to their voltage (2.61).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.